Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. The lead has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The health care professional discovered that the lead was curved when it was removed from its package. The pt was not injured.